Event description:
The customer reported that the system will not boot-up.

Manufacturer narrative:
The ge service rep replaced the cpu, image processor, and hard drive with software. He downloaded the parameters. The system is working as intended.